Event description:
This medwatch is to report one of twelve cases of fusarium keratitis associated with the use of renu contact lens disinfection solution. The cases were reported in a retrospective study published by jason gorshak, et al in the journal "cornea," december 2007, volume 26, pages 1187-1194. The study reviewed all cases with culture-proven corneal ulceration secondary to fusarium at two new england tertiary eye centers. Fifteen cases of fusarium keratitis were reported at the 2 centers from january 2005 through may 2006. There were a total of 6 cases reported in the previous 30 months. A reprint of the study is attached. All cases of fusarium were confirmed by culture of corneal scrapings, lens case, contact lens or corneal button. Twelve of the 15 pts wore a brand of acuvue contact lenses. Eight of the 12 wore acuvue 2 brand. Two pts wore acuvue but were unsure of the type; these are identified in the study only as "acuvue." One pt wore acuvue bifocal and 1 pt used acuvue oasys. The participants were questioned on their lens care practices including rub and rinse practice, lens case cleaning and replacement intervals and age of their solution bottles. The results of the study found that the data suggested "a statistically significant association between fusarium keratitis and the use of renu contact lens solution." The study also notes, "our analysis did not find an association between fusarium keratitis and acuvue cl wear". Patient 15 was a student with no recent ocular trauma and no recent travel to a tropical climate. Onset of symptoms os was in 2006. This pt was wearing acuvue 2 contact lenses. The pt reportedly did not sleep in lenses and was treated with topical moxifloxacin and natamycin and oral voriconazole. The pt did not receive a corneal transplant or other intraocular surgery. The age of the contact lens solution, renu moistureloc, is unk. The contact lens case was rinsed with tap water. No additional info is available. All MDR events are reviewed at quarterly management review meetings.

Manufacturer narrative:
Device labeling single use or reuse. No conclusion can be drawn.